Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first prostyle device did not deploy properly. The plunger was depressed but the plunger could not be pulled back as the suture was too short and could not be cut with the quick cutter. A scalpel was then used to cut the suture. The second prostyle device was successfully pre-placed. The sheath was upsized to an 18fr sheath and the tavr procedure was completed. Hemostasis was not adequately achieved and so a third prostyle device was deployed; however it did not achieve hemostasis and bleeding worsened. Hemostasis was achieved with a covered stent. There was a reported adverse patient effect of bleeding and a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.